Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box showed evidence of power events. The pump powered on but the display screen remained blank. The display was removed and was found to be cracked. A new display was placed in the pump and the pump booted normally with a functional display. The pump was exercised for 24 hours without power issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not power on. The patient reportedly fell on the pump damaging the display the day before. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.